Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6)-year-old (B)(6) female patient had impella cp pump inserted in the right femoral for aortic valvuloplasty. It was reported the patient experienced an access site bleed. As a result, tobacco sutures were placed, ten units of red count cells were administered, and the pump was withdrawn. No further information was provided.